Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated.

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. The explant indicator was later reached. These alerts were dismissed by clinician. Later, device declared battery capacity depleted due to 90 day timer. This device was explanted. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.